Event description:
It was reported that during a laparoscopic gastric sleeve procedure gave an unspecified alert screen on the generator. They used a competitor device to complete the procedure. There was no patient consequence reported. The device is returning for analysis.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I blade upper tip missing not returned. The device was partially tested with a generator and the device performed as required during testing; although all testing could not be completed due to the damaged I blade. It is possible that a yellow alert screen came up at the time the I-blade upper tip broke off. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.